Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during magen resection, the knife stopped after advancing about 20 mm. The firing was unable to be performed again after waiting for a while, so a new product was used and resection was performed.